Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the keyence vhx-5000 digital microscope and the panasonic dmc tz8 digital camera. We investigated the fracture surface of the implant and broken fragments. Here we found the typical signs of excessive force. Batch history reveiw: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the surface of the implant and broken parts exhibit signs of excessive force. There are no hints of pre-damage or similar. A material defect can be excluded. According to the instructions for use the following warning must be observed: "damage to the implant due to excessive application of force. Always check the correct size every time by using trial implants. Apply the implant in the correct direction. Observe the labling on the instrument and on the axis connector. Mount the implant on the insertion instrument hand-tight as far as it will go. When inserting the implant into the intervertibral space, avoid canting and levering, and take care to maintain an alignment parallel to the endplates. Do not use force during mounting and implantation." No CAPA is necessary.

Manufacturer narrative:
Manufacturing site investigation is on-going. Device not returned.

Event description:
Country of complaint: (B)(6). During an l3/4 me-tlif procedure, the placement of the cage was slanted. The surgeon attempted to remove the cage because of incorrect positioning. During extraction, the cage was broken in the posterior portion. Part of the cage attached to the inserter was removed from the surgical site; however, the remaining portion was left in situ. The remaining portion was removed by use of rongeur, however it is reported that there is a retained portion/piece. Additional inter-vertebral treatment was completed. There has been no post-operative procedure reported. No adverse effect to patient reported. No revision surgery is planned.